Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The target lesion was located in the proximal left anterior descending artery with 75% stenosis and was 10 mm long with a reference vessel diameter of 4.5 mm. The target lesion was treated by implanting a 4.00 mm x 16 mm taxus liberte stent and post-dilatation with 0% residual stenosis. One day post procedure, the patient experienced a myocardial infarction with elevated enzymes.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the event no ECG changes were noted and the patient was symptom-free. The event resolved without residual effects, 2 days later and the patient was discharged on aspirin and prasugrel.